Event description:
It was reported that during a drug-eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the non-tortuous and non-calcified mid left anterior descending (lad) artery. After the lesion pre-dilated with a 4.0x25mm balloon, the taxus express2 4.5x28 stent delivery system (sds) was advanced, but unable to cross the lesion. The stent was pulled back into the guide catheter, and it dislodged from the delivery balloon at the lad. The stent migrated into the left main before it was successfully removed with a 8 french sheath and 8 french guide catheter, an extra wire and a small balloon. Once outside the body, the stent was examined and damage was noted. The procedure was completed with another of the same device. There were no additional pt complications and the pt's current condition is listed as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.